Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was explanted due to possible infection. The possible infection has not been confirmed as attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.